Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had hrm task did not grant motor power in reasonable time. The customer's blood glucose value was 212 mg/dl. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was unable to complete pump rewind. The devices will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No pump error 82 alarm during testing. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator.